Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The implant surgeon had made a mess out of his implant and he had to have it redone. The original implant ¿used the wrong kind¿ and it was further noted ¿external but not trial.¿ the patient used to be pretty active and all the wires pulled out on the golf course. The lead probes moved and quit working. It was noted that he had waited the appropriate amount of time post-surgery. It was revised in (B)(6) of 2009 and it was then internal. The patient¿s arthritis was getting ridiculous. Stimulation was noted to be used only on intermittent; on for a second and then off for a second. It was noted the patient had a setting for that and it was great and he would get the same therapy. It was thought it was getting to be time to replace his ins but the patient did not have a physician at the time of this report. Follow-up was performed to determine if the external system was the same system that was internally implanted, if the external system was meant to be permanent or if it was another trial or temporary system, if any troubleshooting occurred, if the cause of the event was found, and if the patient was receiving effective therapy. This event will be updated if additional information is received.